Event description:
The customer reported that the sys shut down during a procedure. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The printed circuit board surge suppressor was replaced. The sys was tested and operates as intended.